Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors tip cover accessory was analyzed and found to tearing at the mouth where the scissor tips exit. Tears are not axially aligned with the tip cover and measure from 0.060# to 0.255# in length. There is a missing piece of the mouth measuring approximately 0.087 x 0.069. There are not signs of thermal damage present at the end of any tears as evidenced by charring/melting. The complaint regarding the tip defect was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. It was reported that during a da vinci-assisted surgical procedure there was tip gills and defects regarding the tip cover accessory. The surgeon stated that the debris had fallen into the thoracic cavity, but they could not find the debris.